Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that during the surgery the fins of the blade broke. The surgery time was extended 0-15 minutes for the access and exchange of product.

Event description:
Additional information was received on september 23, 2016 stating that the surgery was completed with an alternate device and that there was no medical intervention/additional surgical procedure required.

Manufacturer narrative:
The device is manufactured in the zimmer biomet (B)(4) facility. The information for this response was provided by the quality department at the (B)(4) facility. The 12076100srt is the catalogue number for purchasing the reciprocating saw blade strykerâ recip stryker hub 76x12.5x0.64/1.00. The (B)(4) detail component production part number for this blade is 11-4619-01 ((B)(4)). The reported trace lot number 63372 was released into inventory on 25 apr, 2015. There were no non-conformances during manufacture. All inspection requirements were met. No spontaneous anomalies were noted. The 12076100srt saw blade was returned to zimmer biomet surgical on 29 sep, 2016. The device was returned in the original pouch inside a zip lock plastic bag. Visual inspection under magnification noted significant stress scratches and pull marks on the mounting hub. Additionally, the mounting cross tabs were torn away from the hub. The customers reported event was that the saw blade hub fins broke off during surgery. Visual inspection at incoming confirms that the attachment fins had sheared away from the saw blade. Visual inspection under magnification found stress marks and galling on the mounting hub area near where the attachment tabs location. Consulting with the product development engineers, the most probable cause for the mounting tabs breaking away is moving the saw hand piece too quickly for a box cut (point first) and not giving the saw teeth on the point adequate time to initiate the cut. Forcing the saw blade before it can establish an entry point can cause stress at the mounting tabs. The galling and scratches noted on the saw blade at incoming inspection are probably due to this stress. This reported event is most likely due to user technique. No recommended actions at this time; severity and frequency do not warrant further actions.